Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported the device was received with the cannula not locked into the red handle. The sheath was measured at 38cm in length. One wire appears to have been cut and was pulled from the cannula. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided a review of the returned product and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported during a percutaneous nephrolithotomy (pcnl) procedure that the basket failed to open and close correctly. The stone became lodged and the wire handle had to be cut apart.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a percutaneous nephrolithotomy (pcnl) procedure that the basket failed to open and close correctly. The stone became lodged and the wire handle had to be cut apart.